Manufacturer narrative:
Pump was received with blank display due to moisture damage electronic assembly. Unit was received with moisture damage on motor assembly, stained keypad overlay, minor scratched lcd window, scratched case and cracked reservoir tube retainer.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 281 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.